Event description:
Potential for injury associated with a tdxsp-cg custom power wheelchair joystick display that is flashing, scrolling, and will not always turn on. This could cause the user to become stranded.